Event description:
It was reported that, during a tka, the journey dcf ap fem cut blk 6 broke upon removal. It is unknown if any piece fell inside of the patient. Surgery not delayed as the instrument had already been used as intended. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device does confirm the stated failure mode. The post beneath the knob is broken. The broken piece was not returned. The device shows signs of extensive use. The clinical/medical evaluation concluded that per case details, no broken pieces fell inside the patient. No patient injuries or adverse consequences were reported due to the breakage. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.